Manufacturer narrative:
The pump was received with a flashing white lcd display anomaly due to a cracked lcd controller. Unable to perform the displacement, rewind, seating and basic occlusion tests due to the flashing white lcd display. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report that the customer fell down, landed on the device, and the display was lit up and blank and the unit was alarming. The customer's blood glucose level was 7 mmol/l. The caller could not complete troubleshooting because of the display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and to return the malfunctioning device back for analysis.